Event description:
An optometrist reported that six days following photorefractive keratectomy (prk), the pt presented with an epithelial defect in the left eye. The pt reported pain in the morning, when blinking the eye. In a follow up, the optometrist reported that upon slit iam examination, a 1+central, corneal haze was noted in the left eye. The pt reported experiencing mild glare and eye dryness when using the computer. The bandage contact lens was replaced for another three days, to allow for re-epithelization. The event resolved with the treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).